Event description:
It was reported that a homechoice machine generated a system error 2240 alarm during patient use. It was further reported that one of the white clamp supply bags was accidentally clamped off during therapy. This event occurred during dwell 2 of 5. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.